Manufacturer narrative:
The field application specialist and field service engineer performed a hardware check of the instrument and results were satisfactory. The sample probe and vacuum valves were changed. The application specialist re-calibrated using a different calibrator lot and repeated the samples. The sample results were the same as the results from the second laboratory and agreed with the clinical history of the patients.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with alb2 albumin gen.2 on a cobas 6000 c (501) module. The initial sample values were reported outside of the laboratory and did not agree with the clinical status of the patients. The samples were sent to another laboratory for repeat testing on a second c 501 analyzer. The repeat results from the second c 501 analyzer agreed with the clinical status of the patients. The first sample initially resulted in an albumin value of 2.28 g/dl on (B)(6) 2022. The sample was repeated and the initial value could be reproduced. When tested on the second c 501 analyzer, the result was 3.08 g/dl on (B)(6) 2022. The second sample initially resulted in an albumin value of 2.87 g/dl on (B)(6) 2022. The sample was repeated and the initial value could be reproduced. When tested on the second c 501 analyzer, the result was 3.58 g/dl on (B)(6) 2022. The albumin reagent lot number was 585255. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The engineer determined that the gear pump pressure was below the recommended value. Upon review of the alarm trace, abnormal aspiration alarms were observed. These alarms indicate a potential issue with pre-analytic sample handling. The investigation determined the service actions resolved the issue.